Event description:
Customer reported device =240 mg/dl and above. Customer took insulin. Customer was acting stange and spouse took customer to the e.r. (ER). ER=low readings. Customer was given an IV and put on oxygen in the hosp. Customer remained in the hosp for a few days and will be released. No controls were used. A request was made for return product and replacement product was sent.